Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported event of the stylet could not be advanced was confirmed. X-ray inspection found over-torque of the inner coil consistent with procedural damage, and the cause of the reported event was isolated to over-torque of the inner coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital for an implant procedure on (B)(6) 2021. During the procedure, the patient's right ventricular lead needed to be repositioned. While repositioning the lead, it was noted that the stylet could not be advanced beyond 1cm at the proximal end. The lead was replaced. The patient was stable throughout.